Event description:
It was reported that two (2) sterile repeater pump tube sets leaked from an unspecified location. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between august 4 - 5, 2025. H11: the device was available for evaluation along with a photograph of the sample. Visual inspection was performed on the actual sample and the leak was observed. Furthermore, the tubing was dislodged from the blue connector. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause could be due to manufacturing or mishandling by the customer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.